Manufacturer narrative:
Other text: b3 unknown, b4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed scratched lens, fluid ingression on dso seal and a damaged ac port insulation. The tamper seal was not broken. Review of the event history log (ehl) showed cassette not attached properly. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the dso was replaced for preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an alarm to reinsert the cassette. No adverse patient effects were reported by the customer.